Event description:
The customer reported a red leak from the coulter lh 780 hematology analyzer. The volume of the leak was about 10 and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/23/2015. The fse found a clog in the drain pathway of the needle which caused a leak. The fse cleared the clog, which repaired the leak. The repairs were verified per established procedures. (B)(6).